Manufacturer narrative:
(B)(4). The implants remain in-situ, and no further investigation can be completed at this time. It is unk if the pt complied with post-surgical instructions. Root cause has not been determined, no conclusion can be drawn. Product labeling indicates: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, and vascular or visceral injury. If healing is delayed, or does not occur, the implant may eventually loosen, bend or break. Loads on the device produced by load bearing and by the pt's activity level will dictate the longevity of the implant".

Event description:
Initial surgery to implant an anterior plate system occurred on (B)(6) 2014 at l5-s1. Pt reported pain issues two to four month post-operatively. On (B)(6) 2014 two of the inferior screws were discovered broken. At this time pt is stable and doing well. Surgeon has elected to monitor the pt's condition. No revision surgery is scheduled.